Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), with additional information from a second consumer, concerns a male patient of an unspecified age and origin. Medical history included high blood pressure. Concomitant medications were not provided. The patient received human insulin (rdna origin) injection (humulin) cartridge via a reusable humapen ergo ii device for the treatment of diabetes. Dosage regimen, indication for use and route of administration were not provided. On an unspecified date, his humapen ergo ii did not work well (pc: (B)(4) / lot: 0809d03). Specific problem with the humapen ergo ii was not provided. Furthermore, on an unspecified date while taking human insulin, he experienced blood glucose high (no units or values were provided) and his kidney was bad; so he was hospitalized. As of (B)(6) 2019 was in hospital. Hospitalization dates were not provided. Relevant laboratory data were not provided. Information regarding corrective treatment and outcome of the events was not provided. Human insulin therapy status was not provided. The user of the humapen ergo ii device and his/her training status was not provided. The general humapen ergo ii model duration of use and the duration of use of the suspect humapen ergo ii device was not provided. The suspect humapen ergo ii device associated with pc (B)(4) was returned to the manufacturer on 14jan2020. Neither the first reporting consumer nor the second reporting consumer provided an assessment of relatedness between events and human insulin therapy or humapen ergo ii; but assessed the event kidney disorder to patients old age. Update 31-dec-2019: initial and follow-up both received on 30-dec-2019 were processed at the same time. Update 02-jan-2020: information received from the affiliate on 30-dec-2019 was already previously received and processed accordingly. No changes were done to the case. Update 09-jan-2020: information received on 07-jan-2020 from the initial reporter without medical significance. Updated description of relatedness opinion. Narrative updated accordingly. Update 14jan2020: additional information received on 14jan2020 from global product complaint database. Recoded the suspect humapen unknown device to a humapen ergo ii. Updated the lot number from unknown to 0809d03 and device return status to returned to manufacturer for the humapen ergo ii device associated with product complaint (B)(4). Added date returned to manufacturer for the device. Corresponding fields and narrative updated accordingly. Edit 15jan2020: updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. No new information added.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 11feb2020 in the b.5. Field. No further follow-up is planned. Evaluation summary: a male patient reported that on an unknown date his humapen ergo ii did not work well. On an unknown date, he experienced increased blood glucose. The investigation of the returned device (batch 0809d03, manufactured september 2008) found the pen housing was severely cracked, and the soft touch debonded, which prevented the dial from returning to zero. Due to this damage, no further testing could be conducted. Malfunction confirmed. The investigation also found the cartridge holder was cracked. There were also visual defects due to field damage (not related to the manufacturing process) that did not impact the functionality of the device. The damage to the device occurred in the field (not related to the manufacturing process). An internal examination of the device found all components normal. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The core instructions for use provide proper care and storage instructions. While it is unknown how long the patient used the device, based on the amount of time elapsed since the device was manufactured (september 2008), it is likely the patient used it beyond its approved use life. The user manual states the humapen ergo ii has been designed to be used for up to 3 years after first use. There is evidence of improper use. The device body, soft touch damage, and the cartridge holder damage are consistent with damage while in the field. This may be relevant to the event of increased blood glucose. Additionally, the patient likely used the device beyond its approved use life. It is unknown if this is relevant to the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), with additional information from a second consumer, concerns a male patient of an unspecified age and origin. Medical history included high blood pressure. Concomitant medications were not provided. The patient received human insulin (rdna origin) injection (humulin) cartridge via a reusable humapen ergo ii device for the treatment of diabetes. Dosage regimen, indication for use and route of administration were not provided. On an unspecified date, his humapen ergo ii did not work well ((B)(4) / lot: 0809d03). Specific problem with the humapen ergo ii was not provided. Furthermore, on an unspecified date while taking human insulin, he experienced blood glucose high (no units or values were provided) and his kidney was bad; so he was hospitalized. As of 30dec2019 was in hospital. Hospitalization dates were not provided. Relevant laboratory data were not provided. Information regarding corrective treatment and outcome of the events was not provided. Human insulin therapy status was not provided. The user of the humapen ergo ii device and his/her training status was not provided. The general humapen ergo ii model duration of use and the duration of use of the suspect humapen ergo ii device was not provided. The suspect humapen ergo ii device associated with (B)(4) was returned to the manufacturer on 14jan2020. Neither the first reporting consumer nor the second reporting consumer provided an assessment of relatedness between events and human insulin therapy or humapen ergo ii; but assessed the event kidney disorder to patients old age. Update 31-dec-2019: initial and follow-up both received on 30-dec-2019 were processed at the same time. Update 02-jan-2020: information received from the affiliate on 30-dec-2019 was already previously received and processed accordingly. No changes were done to the case. Update 09-jan-2020: information received on 07-jan-2020 from the initial reporter without medical significance. Updated description of relatedness opinion. Narrative updated accordingly. Update 14jan2020: additional information received on 14jan2020 from global product complaint database. Recoded the suspect humapen unknown device to a humapen ergo ii. Updated the lot number from unknown to 0809d03 and device return status to returned to manufacturer for the humapen ergo ii device associated with product complaint 4998666. Added date returned to manufacturer for the device. Corresponding fields and narrative updated accordingly. Edit 15jan2020: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 11feb2020: additional information received on 11feb2020 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information, improper use and storage from no to yes, malfunction from unknown to yes/not cirm. Added date of manufacturer and reiterated date returned to manufacturer for the device for pc 4998666 which is associated to lot 0809d03 of humapen ergo ii device. Corresponding fields and narrative updated accordingly.